Event description:
The patient was reportedly implanted with a stratasis urethral sling on (B)(6) 2005 and a boston scientific lynx on (B)(6) 2006 at (B)(6) in (B)(6), by dr. (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. The following information was not provided by the complainant: specific information of the alleged injury, specific information regarding whether intervention was performed, specific information regarding why intervention was performed or what type / to what extent intervention was performed, specific correlation between device performance and alleged injury, current patient status.

Manufacturer narrative:
Conclusions: root cause inconclusive due to lack of details provided by the complainant.